Event description:
Caller reported that customer's (daughter) adc meter "giving him a blank screen" and that "there is a possibility that customer experienced injury or symptoms because of abbott's products", "(customer) might have internal injury". Medical survey was not completed because phone call was disconnected. Although customer service attempted to contact the customer in order to obtain more information, those efforts proved unsuccessful. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown. Note: customer's date of birth and weight are unknown. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter powered on with button press and strip insertion. A blank screen was not observed. No errors were observed. No new issues were observed. The complaint is not confirmed.